Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. A small effusion was noted prior to the procedure. The physician gained femoral access. The watchman trusteer access sheath (was) and versacross connect system was inserted for transseptal puncture along with a non-boston scientific intracardiac echocardiography (ice) catheter. The transseptal puncture (tsp) was performed in an inferior/mid anterior position with no issues. The physician attempted crossing the ice catheter into the left atrium, but was unsuccessful and during this attempt, a pericardial effusion was noted on the posterior side of the heart. Pericardial effusion was confirmed via contrast injection showing contrast in the pericardium but not surrounding the left atrial appendage (laa). Patient's blood pressure dropped approximately 20 mm/hg and was maintained with IV fluids. Protamine was given and the was removed to the right side of the heart. The effusion was monitored for forty five minutes with no increase in size. The physician discontinued the procedure despite the patient remaining stable. The patient also did well overnight after the procedure and was discharged the following day.